Manufacturer narrative:
(B)(4). One used lf5544 were received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the valleylab function was not working. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Both vl mode buttons functioned normally when activated in the generator. An additional failure was found during the investigation, the device¿s clear insulation is damaged. The additional findings did not contribute to the reported condition. The investigation found the clear insulation was damaged and failed hi-pot testing. The investigation identified the root cause of the reported event to be the jaw flags causing the clear boot to tear. Manufacturing non-conformances were reviewed; and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that the valleylab function was not working. There was no injury reported. Upon receipt for investigation the device&#39;s clear insulation was damaged and the device failed hi-pot testing.